Event description:
As reported by the user facility: two incidents, - set disconnected at the distal l.l. Adapter. Same clinician experienced exposure to radioactive pharmaceuticals during hand injection at a slow rate. Clinician used a lead protector over the syringe. Additional information provided by the facility indicated the clinician suffered no adverse sequela associated with these incidents.

Manufacturer narrative:
One of the actual devices reported in the incidents was returned to the manufacturer to be evaluated. The female luer lock was disconnected at the tubing insertion point, due to insufficient solvent application. The o.d. Of the tubing was measured per the applicable design specifications and found to be within specification. It was determined from the slight evidence of solvent visible on the tubing insertion end that the tubing was not inserted all the way into the adapter as specified on the design specification. Also returned was a photograph of a et06mds, smallbore extension set with the female luer lock adapter disconnected from the set. However, the photograph was not discernible and a distinct evaluation could not be determined.